Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was chipped during the loading process. The lens was implanted into the patient's eye and then the surgeon noticed that the lens was chipped. The lens was then removed and replaced with another johnson and johnson iol (zcb00, +15.0 diopter, as no additional aab00 model lens was available at the time) during the same procedure. There was no harm done to the patient during the surgery. The patient status is good. No further information was provided.